Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation; however, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was 80-90% stenosed and was located in the non-tortuous and non-calcified left anterior descending artery. The balloon ruptured on the first inflation at 12 atmospheres for 10 seconds. The patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation, however, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.